Manufacturer narrative:
H6 evaluation codes, corrected data: initial report inadvertently left out method code '4111'.

Event description:
Patient underwent generator replacement surgery. The explanted generator was noted to have been discarded.

Event description:
The patient was initially referred for a battery replacement. The patient later reported experiencing an increase in seizures (spams and jerking). No known surgical intervention has occurred to date. No other relevant information has been received to date.